Event description:
It was reported that an error message occurred and would not clear. The programmer and radiofrequency (rf) head were returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the device boots to a system error. It was also noted that both keyboard hinges were broken. (B)(4): analysis found that rf head would not interrogate devices due to a cable that tested out of specification.